Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient was found dead and the cause of death was sudden. The physician did not allege malfunction of the device.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Explant date was added.